Event description:
The customer reported that the work station breaker was popping. The system would not boot up. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer cancelled the service call.